Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary drug-eluting stenting treatment procedure, the 2.75x12 mm taxus liberte drug-eluting stent would not cross the lesion. The 70% stenosed lesion being treated was located in the very tortuous, mildly calcified mid left circumflex (lcx). The procedure was not completed as another of the same device was unavailable. No patient complications were reported. Patient status reported as "good." However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination of the device found mid-stent damage with the struts raised and slightly bunched together and also tip damage. This stent damage is consistent with the delivery system encountering some form of restriction. The tip was slightly flared on one side. The tip damage is consistent with guidewire movement during attempts to cross the lesion. No kinks or damage were noticed along the shaft of the device. A recommended sized guidewire (0.014 inch) was inserted through the lumen section returned with no restrictions noted. The balloon section of the device was visually and microscopically examined, and no issues were noted with its profile that could have potentially contributed to the complaint incident. A review of the top assembly manufacturing documentation found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause classification is operational context.